Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that on (B)(6) 2022, a mitraclip procedure was performed for a functional mitral regurgitation (mr) grade 4 with restricted leaflets. One mitraclip (cds0701-xtw, 10909r141) was implanted without an issue reported, reducing the mr to grade 2. On (B)(6) 2022, the patient returned due to a single leaflet device attachment (slda), and recurrent mr grade 4. Another mitraclip procedure was performed, reducing the mr to grade 1.there was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, a cause for the reported single leaflet device attachment (slda) could not be determined. The reported mitral regurgitation (mr) appears to be a cascading effect of the slda. Additionally, mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.